Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a long transparent particle contamination. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 30, 2023 to january 31, 2023. H10: the actual device and a photograph of the sample was received for evaluation. The actual device was received filled with solution. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. The cap was removed and no issues were observed. The photograph was reviewed and a polymeric appearing white thin particle was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.